Manufacturer narrative:
The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states

Event description:
It was reported that the pacemaker exhibited a rate decrease, no magnet reaction and interrogation was not possible. The pacemaker was noted to be subject to a 2022 laser adhesion preparation field safety correction action which applies to a subset of devices distributed and implanted outside of the united states. An emergency replacement was decided. The pacemaker was explanted and replaced. The procedure was completed with no problem. The patient was stable.

Manufacturer narrative:
Correction: section b1 - product problem - should also have been selected.

Manufacturer narrative:
Final analysis notes the reported events of no output, and no magnet response were confirmed. The device had no output and no telemetry. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, resulting in the reported event. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is subject to the zenex, assurity, endurity laser adhesion preparation field safety correction action issued on 20 july 2022, which applies to a subset of devices distributed and implanted outside of the united states.